Manufacturer narrative:
The pfc board was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. Visual inspections shows multiple components and pbca board are electrically over stressed. Unable to bench test due to over stressed component. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis the battery charger 1 was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. Charger 1 passed bench test and visual inspection. All leds lit. Installed charger 1 into a known working system. The system initialized. Motion , generator, communication and charging readied. 2d and 3d images were acquired successfully. No failure found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the battery charger 2 was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. Charger 2 passed bench test and visual inspection. All leds lit. Installed charger 2 into a known working system. The system initialized. Motion , generator, communication and charging readied. 2d and 3d images were acquired successfully. No failure found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the motor battery charger was returned to the manufacture for evaluation. After functional testing, performance testing, visual/phys ical examination and usability inspection the reported issue was not confirmed. Motor battery charger passed bench test and visual inspection. All led's lit. Installed motor battery charger into a known working system. The system initialized. Communication, charging, motion and the generator readied. 2d and 3d images were acquired successfully. No failure found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(6). The manufacturer representative with to the site to test the imaging system. The reported issue was confirmed and while troubleshooting the unit the pfc1000 board they discovered it had been blown. Big marks were seen at the back of the pcba board. Fuses had been measured and were fine. All the batteries were fine. The pfc1000 board, inverter battery charger 1, inverter battery charger 2, and motor battery charger were replaced. A system checkout was performed and the system was working as intended. The manufacturer date was not available at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was making a loud banging noise. Then the site stated that it sounded like a sparking noise and they smelt an acrid smoke smell. No patient was present at the time of the event.